Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that multiple attempts were made to infuse an antibiotic that was initially hung at 1000. The rn witnessed the medication began to infuse, but later it was noted that not much more of the medication infused. The tubing was checked and adjusted, but the same issue occurred again.

Manufacturer narrative:
The customer¿s experience with the source pump module not infusing was confirmed in the device event logs and is believed to be the result of several patient side occlusion conditions. Physical inspection showed no anomalies. The customer provided an event date of 05 june 2019 at 10:00 am. Review of the pcu error log showed no recent errors. Review of the pcu event log showed the pcu was powered on (B)(6) 2019 at 9:22 am. The suspect device programmed a secondary infusion of piperacillin/tazo (drugid=297) at a rate of 12.5 ml/hr over four hours. Between 1:31 pm and 3:41 pm, the suspect device alarmed for patient side occlusion four (4) times before the pcu was channeled off at 3:49 pm. Timed rate accuracy testing was performed using the customer¿s returned devices and administration set, the devices were operating within specification. There were no anomalies observed during the inspection of the pumping mechanism. Customer provided the event administration set for investigation. There was no evidence of backflow. During testing there was no evidence of blockage in the set. Concentricity testing was performed and results found the pumping segment within specification. Total secondary volume= 122.626 ml the root cause of the customer's report could not be definitively determined.

Event description:
It was reported that multiple attempts were made to infuse an antibiotic that was initially hung at 1000. Details as to whether the antibiotic was a primary or a secondary infusion was not provided. The nurse observed that the medication began to infuse, but later it was noted that very little of the medication had actually infused. The tubing was checked and adjusted, but the same issue occurred again. There was no patient harm.